Event description:
On (B)(6) 2017, the reporter (mother) for the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter had displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged issue started on (B)(6) 2017, 8:30 am pacific time. The reporter detailed that the patient manages her diabetes with insulin pump therapy and that (B)(6) 2017, 1:00pm the patient consumed more food/drink as a result of the alleged error 1 message. The reporter stated that a couple of hours after the alleged product issue began the patient developed symptoms of ¿ketones in urine and frequent urination¿. The reporter denied that the patient received any treatment. At the time of troubleshooting the csr noted that this was the first time the meter was being used, the issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.